Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the left ventricular (lv) lead. The values were greater than 2000 ohms. The lead is suspected to be fractured, but it has not been confirmed via x-ray. At this time, the products remain in service and reprogramming was performed. The lv lead is a competitor's product. No adverse patient effects were reported.